Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The exact cause of device fracture is unknown; however it is likely that the fracture was due to excessive insertion torque or bending of the screwdriver. As returned, the flexible portion of the driver is fractured. Scuffs are present on and near the hex portion as well as on the quick connection end of the driver. The scuffs on the driver indicate previous effective use over its potential field age of approximately 3 years with an unknown usage history. It is unknown how much force was being applied to the screwdriver, or what angle it was flexed. Device history records and lots were reviewed and found to be conforming during the time of manufacture.

Event description:
It is reported the screwdriver broke during surgery.

Manufacturer narrative:
This report will be amended when out investigation is complete.